Manufacturer narrative:
(B)(4). The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The air gas module was mounted in a reference ventilator, passed pre-use check and was ventilated with a test lung for more than a month. Visual inspection concludes excessive contamination/oxidation caused by a liquid spill on the two printed circuit boards inside the air gas module. The conclusion into this matter is that the cause is a spillage of liquid has occurred on the circuit boards, which has led to a temporarily short circuit and generated the reported problem. Unexpected spillage/liquid (user error) on the two printed circuit boards inside the air gas module may result in short-circuit. This could lead to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The device log files confirm the reported problem. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2017.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. (B)(4).